Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported his insulin pump is alarming. Customer's blood glucose is 130 mg/dl. The device was not bumped or dropped before the alarm. The drive support cap appears normal. Customer was advised the possible cause of the alarm was the force sensor did not detect the reservoir during seating. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.